Event description:
Caller tested and received reading of 80. After 2 glucose tablets and orange juice, continued to exhibit low blood sugar symptoms. Paramedics were called and IV treatment was administered after a reading of 23. Time lag between tests was approximately 15 minutes. The meter code was not set to match the test strip code.